Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-03498. Follow-up information revealed the patient underwent surgical intervention where his entire scs system was explanted and replaced with a competitor's device.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2016-03498. It was reported the patient is experiencing discomfort, (described by the patient as a burning sensation/ heating) at the ipg site with stimulation turned on. Follow-up revealed the issue still persists. It was also reported the patients ipg would not go into MRI mode and the patient experiencing ineffective stimulation. The patient stated his pain pattern is low back and on both sides down to his legs, but is not feeling stimulation in the center of his back. Diagnostic testing revealed low impedance readings on multiple contacts. Subsequently, the patient will undergo surgical intervention as the next course of action.